Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty select set and the adverse event of peritonitis, characterized by the presence of abdominal pain and sanguineous cloudy effluent fluid. It is well established for those patients undergoing pd therapy are at high risk for infections of the peritoneum. The cause of peritonitis can be attributed to an episode of contamination due to nonadherence of aseptic technique during ccpd therapy on the liberty select cycler. This assessment is supported by the presence of a fungal infection that is a known contributor to pd-related peritonitis associated with treatment failure. Based on the available information, there is no allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s serious adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient is no longer going to continue home pd treatment due to the catheter being removed. The patient has peritonitis due to a yeast infection, which is unrelated to pd treatment or supply. Upon follow up with the pd registered nurse (pdrn), it was reported this patient presented to the outpatient clinic on (B)(6) 2020 with complaints of nausea and vomiting, cloudy and bloody peritoneal effluent fluid and abdominal pain. The patient was admitted to the hospital on (B)(6) 2020 due to increasing pain caused by this infection. Peritoneal effluent fluid cultures taken in the hospital presented with cryptococcus neoformans and a white blood cell (wbc) count showed slightly increased wbc¿s. The patient was prescribed empiric antibiotics prior to the results of the culture including one dose of intraperitoneal (ip) vancomycin at 2000mg and one dose of ip ceftazidime at 1000mg. After the results of the culture presented a fungal infection, the patient was prescribed antifungal medication (exact medication, dose, route and frequency were unknown). The patient was diagnosed with peritonitis due to nonadherence of aseptic technique during ccpd therapy on the liberty select cycler. It was reported during the patient¿s admission, the pd catheter (not a fresenius product) was removed (date unknown) in favor of ongoing hemodialysis (hd) therapy. The patient was discharged on (B)(6) 2020 and is recovering from this event. The patient will continue with hd therapy for renal replacement therapy post discharge. The patient¿s past medical history includes end-stage renal disease, diabetes mellitus type 2 and obesity.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the user guide was reviewed and states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time the reported incident could be attributed to end user error in accordance to the complaint description an investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Adding blood loss to patient codes.